Manufacturer narrative:
Insulin pump was received with prime error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor resistor. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Device had cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was 73 mg/dl. Insulin was squirting out during manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.